Event description:
It was reported that during a laparoscopic hemicolectomy procedure, the staple was incompletely formed, so partial leakage occured. There was no fatal effect for the patient, but the surgeon had to spend additional time for surgery. Unknown how case was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.